Manufacturer narrative:
No pt information available as no pt was present in this concern. Per RMA, a new cable was sent to site for replacement. Upon evaluation of returned cable, the cable is scraped and cut in several places exposing the internal wires. Otherwise, the part is functional passing a continuity test with no opens or shorts detected.

Event description:
Medtronic rep stated the cable that connects the navigation and view carts together is cut and the wires are exposed. This event did not occur during surgery and no pt was present.